Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information was received from the patient reporting that their device wasn¿t working properly and it was shocking them and giving them surges. It was reported that the patient turned the device off for many weeks, but then couldn¿t go without the stimulation. There leads had been replaced (B)(6) 2015. It was reported that the event occurred in (B)(6) 2015.

Event description:
Additional information received from the patient reported that the shocking and getting surges had been resolved.

Event description:
Additional information received from the patient indicated that their shocking and surging issue was resolved with their lead replacement surgery in (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the cause of the surging was unknown and reprogramming was not performed. The adaptive stimulation (as) feature was not on during the event issue. Impedance testing conducted prior to the new lead component being placed were reported as fine. The reason for the new lead being placed was that the coverage was not in the right area for the patient as they needed it to get to their feet. It was noted that the surging was not discussed with the manufacturer&#38112;representative and that it was not connected in any way to the placement of lead. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 37744, serial# (B)(4), product type: programmer, patient; product ID: 37754, serial# (B)(4), product type: recharger; product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had a lead revision because the lead was found to be faulty and it was sporadically shocking her. The patient reported that a manufacturer¿s representative (rep) turned stimulation up to 11.5 and she couldn¿t feel stimulation at all. The patient reported that an unknown rep found the lead to be bad, so the healthcare provider (hcp) replaced the lead with a ¿new enhanced lead.¿ the patient also reported that she was implanted for target ankle and feet nerve pain. The patient reported that she had progression of her chronic pain syndrome over time and the device was eventually unable to cover her pain. The patient reported that she tried turning stimulation up to cover the pain, but then she would feel an overstimumlation sensation from her ¿butt¿ to her shins. The patient reported that this made her feel like her knees were giving out and she couldn¿t walk around like that. The patient reported that for this reason she had to keep the device ¿on the low side.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient's weight was approximately (B)(6) at the time of the event. No further complications were reported/anticipated.

Event description:
It was reported the patient stated that stimulation did not feel like it was staying on. Then all of a sudden it would come on, like a surge. There was no incident or accident. Follow up from the patient indicated that they were still having issues but working with their physician and/or company representative. The patient was seen on (B)(6) 2015. Follow up from a company representative indicated that a new lead was placed on (B)(6) 2015. The reason for the new lead was not given. The patient had good stimulation coverage. Additional information about the surging and the new lead was requested. If received, a follow up report will be sent.